Manufacturer narrative:
An event of device deformity was reported. Imaging was received from the field of the device in a bulbous-like deformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, the right disc of the device did not deploy correctly. The disc remained puffy/elongated and would not return to it's original shape. The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures during deployment and there was typical angulation associated with vsd closures. The physician decided to recapture the device, remove and prep/use a second device 24mm device. The patient remained stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, the right disc of the device did not deploy correctly. The disc remained puffy/elongated and would not return to it's original shape. The physician decided to recapture the device, remove and prep/use a second device 24mm device. The patient remained stable throughout the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.